Manufacturer narrative:
The device was available for evaluation. An anthem ti lateral narrow distal femur plate had locking screws loosen and one locking screw back out in the distal end of the plate post-operatively requiring revision surgery. The plate was implanted in (B)(6) 2023 and the revision surgery to remove the plate and screws occurred on (B)(6) 2024. It was confirmed that the 7nm torque-limiting t-handle was used to final tighten the screws, and that it had only been used a few times. Therefore, it is unlikely that the torque-limiting t-handle was not properly calibrated and needing repair or replacement due to wear. It was also confirmed that a drill guide was used properly during the surgery when drilling screw holes. Additionally, x-rays show that the patient had a partial lateral knee replacement. It was stated that none of the screws were colliding with or touching the knee replacement. The patient also presented with non-hodgkin's lymphoma, underwent chemotherapy, and had neuropathy. This could have potentially affected the bone healing process and contributed to the screw backing out but the fracture healed so it is unlikely. Microscopic imaging of the plate showed deformation of the plate polyaxially sweeps consistent with what would be expected following locking screw placement. Thread cutout in the top surface of the plate screw holes indicate that the screws were inserted at an angle. It is unclear whether the screws were inserted past their maximum recommended angulation although this is not likely given the feedback about proper drill guide usage. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace screws that backed out of an anthem ti plate post-operatively.